Event description:
Product analysis was completed on the returned generator. The generator's output signal was monitored for more than 24 hours while in a simulated body temperature environment. Results showed no signs of variation in the output signal and the device provided expected level of current for the entire monitoring period. Diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed the device performed according to functional specifications, with the exception of the low battery voltage. The generator was opened and a visual assessment of the pcba (printed circuit board assembly) showed contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used to remove the contaminates. Based on the electrical tests the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths were established between the copper edges on the trimmed edge of the pcba which contributed to supply current conditions. No further relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
It was reported by the physician that the relationship between the patient's increase in seizures and the vns was low battery of the generator and that the reported increased seizure rate was worse than the pre-vns seizure rate baseline. The physician reported that there were no external factors contributing to the patient's increase in seizure frequency. A review of the internal programming data of the generator was performed and indicated that the battery depleted more quickly than expected. The charge consumed percentage depleted more quickly than expected as compared to the battery voltage measurements. Based on the minimum battery voltages, asic latch-up due to the device being hit by electrocautery can be ruled out as the cause of premature battery depletion as the device being struck by an electrocautery device would cause a sharp drop in voltage. An implant card was received for the patient's generator replacement, which indicated the reason for replacement as prophylactic. The facility historically does not return explanted products and therefore return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient started to have breakthrough seizures and that the patient's generator battery was low, was 8-15% battery life remaining. The physician questioned whether the generator was part of the laser-routed devices due to the longevity of the battery life. The patient reported that the increase in seizure frequency was due to the low battery of the generator, however, no medical assessment has been received to date. A battery life calculation was performed to estimate remaining battery life and the results did not estimate that the device would have reached low battery at this time, based on the available data. Review of the device history records confirmed that the device was laser-routed and may be susceptible to premature battery depletion. The device passed all quality inspections prior to distribution. No further relevant information has been received to date.